Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was prefilling the cartridges. Tandem clinical support educated the customer to fill cartridges at supply change. The customer changed the infusion set and cartridge and resumed insulin. A system check was then performed by tandem technical support and no issues were identified. Customer changed the necessary pump supplies to address the issue. Customer¿s blood glucose (bg) level was 241 mg/dl.